Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was inserted and when inserted, it flipped over. The doctor was unable to turn the lens, so it was removed. It was indicated that a vitrectomy was performed and a replacement lens of different model/diopter was used. There was no patient injury reported. Reportedly, the patient is doing fine post operation. The lens was discarded. No further information was provided.